Event description:
It was reported that the patient had an inflammatory mass. The patient had experienced increased pain, leg weakness and loss of sensation for the past 2-3 months. The reporter indicated that the patient was in the operating room at the time of the call. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.